Event description:
It was reported that during a trial procedure the physician made several attempts to drive the lead up, then pulled it out and noticed that the lead was fractured. Another lead was used for the patient and trial was completed. The explanted lead will be returned.

Event description:
It was reported that during a trial procedure the physician made several attempts to drive the lead up, then pulled it out and noticed that the lead was fractured. Another lead was used for the patient and trial was completed. The pulled lead was returned.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)). The returned lead was analyzed and the allegation of lead sheath damage was confirmed. Visual inspection found that the lead was frayed approximately 25 cm from distal end. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.